Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. The product code was reported as 35700.

Event description:
It was reported that a spectrum pump had taxol chemotherapy fluid volumes remaining "or variation" during therapy (dose, programmed amount and delivery rate unknown). There was no report of patient injury or medical intervention associated with this event. No additional information is available.